Event description:
A product related problem that extended surgical procedure.

Manufacturer narrative:
Examination could not be performed as the product was not returned. The investigation could not draw any conclusions about the reported event. Based on the investigation, the root cause and need for corrective action is not indicated. Should additional info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.